Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that while using her coaguchek xs meter (serial number (B)(4)), she obtained results of 3.4 inr and 2.6 inr four minutes apart. She used a new finger for each measurement. It was unknown if the results were reported to medical personnel. Her therapeutic range is 2-3 inr. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 119116-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734 80). There were no error messages that occurred. The retention material complies with the specification.

Manufacturer narrative:
A specific root cause for the event could not be determined. The suspect strips were not returned for investigation. The customer returned the meter and a vial of strips, lot number 206462-13. These test strips and vial did not show any defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 206462-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). Two human blood samples from marcumar donors and internal reference meters were used. The returned customer material and retention material complies with specification. The customer did not return the suspect vial of strips.